Event description:
Patient was treated for cubital tunnel syndrome using the segway endoscopic cubital tunnel device. The nerve was injured due to traction by the device including transection of one fascicle. This resulted in some sensory loss and ulnar intrinsic atrophy. Unfortunately he is vindictive, blames me, the surgeon and lawsuit is pending court appearance in (B)(6) 2023. FDA safety report ID #(B)(4).